Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6) 2012. Patient allegations include loosening of metal components, necrosis of tissue and metal in bloodstream. A review of invoice history confirmed the primary surgery dates and the revision procedure date. No other information has been provided regarding additional revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity," "elevated metal ion levels have been reported with metal-on-metal articulating surfaces," ¿inadequate range of motion,¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 8 of 8 mdrs filed for the same patient (reference 1825034-2012-02097 / 02104).

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6) 2012. Patient allegations include loosening of metal components, necrosis of tissue and metal in bloodstream. A review of invoice history confirmed the primary surgery dates and the revision procedure date. No other information has been provided regarding additional revision procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information from the patient¿s legal counsel reveals patient allegations of pain, loss of range of motion and mobility, and difficulty in walking.